Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the bluetooth error message screen. Customer¿s blood glucose level was 150 mg/dl. Reportedly, customer reset the pump and was able to successfully resume insulin therapy.